Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside the clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the allura xper fd10 indicating that live monitor display is getting blank. Fse found that cause of the reported problem was with loose connection in dvi signal connection. Fse reseated the cables and signal connection then did cold restart of system. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact was corrected.

Event description:
It has been reported to philips that the live monitor display was blank. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.